Manufacturer narrative:
The precise catalog number is unk but the family information can be determined from the brand name. The product was not returned for evaluation and the lot number was not provided. This per entered as a result of a "look back/review" of complaints reported as part (B)(4) study that was not captured as a complaint at the time it was reported, the pers were entered mainly for MDR reportability. Per surgical technique, "a slight rocking motion facilitates assembly and dis-assembly; forcing the guide straight into or out of the screw should be avoided." The rocking motion ensures smooth disengagement of the guide. Temporary fixation pins are available to hold the plate during screw hole preparation. Placement of two pins diagonally from each other is recommended for stabilization of the plate on the anterior vertebral column. Based on the available information the root cause can not be determined.

Event description:
It was reported that "locking ring engaged with drill guide. (B)(6) held down plate with the back of (B)(6)."